Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ICD was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy was delivered to the patient. The device detected fast ventricular tachycardia (vt) as opposed to atrial fibrillation (af) with rapid ventricular response (rvr). The ICD remains in use. No further patient complications have been reported as a result of this event.